Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with broken battery cap. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump battery compartment is corroded and has battery acid and white debris inside of it. Customer indicated that the battery cap is also damaged. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. The customer was advised that the device would be replaced and to return the product for analysis.